Event description:
It was reported that the event involved a male patient while in the cardiac care unit during use. The doctor inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. Approximately 10 hours later the intra-aortic balloon pump (iabp), s/n (B)(4), alarmed every 3 minutes during use. The alarm showed possible helium leak. As a result, the pump was switched out successfully. The doctor stated there was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The patient outcome is the patient is still under treatment. The engineer checked and confirmed drain valve malfunction. The warranty has expired so the hospital bought a new one (96-3006-001w, sn: (B)(4)). After the pump worked for a month and a half, it turned to be the same problem. There were two pumps in this hospital so the doctor replaced with a good one after one pump was broken.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.